Event description:
The manufacturer received information alleging congestion. There is no allegation of serious or permanent harm or injury. No medical intervention was reported by the patient. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Previously this report was reported as uno report. But this report is associated with (B)(6) auto CPAP device. This report should be reported as non-uno report. "Describe event or problem" section has been updated/corrected. "(Device) problem code grid" section has been updated/ corrected. Previously, a recall number was added with this report which is incorrect.

Manufacturer narrative:
H3 other text : device not returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging congestion due to defective device. There is no allegation of serious or permanent harm or injury. No medical intervention was reported by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.